Event description:
The customer reported that the working channel of the subject device was heavily contaminated, and despite repeated cleaning, the endoscope tested positive for microbial contamination. The suction channel of the device was sampled on (B)(6) 2022, and tested positive for 20 colony forming units (cfu) of enterococcus faecium. The suction channel was sampled again on (B)(6) 2022, and tested positive for 100 cfu of esherichia coli, and 300 cfu of enterococcus faecium. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. The user facility's cleaning, disinfection, and sterilization process was requested, but has not yet been received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices (see b5), results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user. ·flushing was not performed for auxiliary water channel at precleaning. ·brushing was not performed for suction cylinder at manual cleaning. The following was result of the culture test performed at the third-party labs, provided from olympus: sep 13, 2022 sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 10cfu. Bacterial identification: escherichia coli, enterococcus casseliflavus. Sampling from: a/w ch. Cfu: 10cfu. Bacterial identification: escherichia coli. Sampling from: auxiliary water ch. Cfu: 8cfu. Bacterial identification escherichia coli. Sep 19, 2022. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where : air/water cylinder has discoloration, suction cylinder has discoloration, adhesive around light guide lens has wear, light guide bundle has breakage, adhesive on bending section rubber has scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, universal cord has a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, deviation from the device instruction for use (IFU) likely caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sanitization (cds) practices of the subject device where no detergent is used for pre-cleaning. The device is manually processed with an mtw (ref: (B)(4)) model cleaning brush, nozozym detergent and no disinfectant was listed. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored in a dsc8000 drying cabinet. Olympus is the maintenance provider of the subject device.